Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in emergency department after receiving ventricular tachycardia/ventricular fibrillation storm arrest. It was noted that implantable cardiac defibrillator (ICD) was failed to convert the rhythm and exhibited inadequate hv output. No intervention was performed. Patient condition was stable.